Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv lead integrity alert was triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). The oversensing appears only post-vp (ventricular pace) where there is much non-physiologic chatter. It was noted that impedances and thresholds have increased over time, but nothing out of range. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.